Event description:
It was reported to philips that the wireless footswitch was unable to charge, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.